Event description:
While inserting arterial line, catheter did not separate from hub, so a different catheter was used. Upon further inspection, the defective catheter is fused to the hub, causing a dangerous situation had this case been an emergency. The defective catheter is a quikflash radial artery catheterization set lot # cf7036382, made by arrow. Route: intra-artery, dates of use: single use item. Diagnosis or reason for use: monitor blood pressure.